Manufacturer narrative:
The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt. This is one of three products used during the same procedure. Please reference MFR. Report # 9616099-2013-00102, # 9616099-2013-00103, and # 9616099-2013-00104.

Event description:
The report received from the affiliate indicated that the three (3 each) 80 cm. Powerflex pro 7 mm. X 4 cm. Balloon catheters used during the percutaneous transluminal angioplasty/pta of a dialysis shunt target lesion were difficult to withdraw through the sheath. It was reported that after deflation of the devices under vacuum with an indeflator, the balloons became stocked prior to entering the sheath used. The physician was able to withdraw the catheters through the sheath using force. There was no reported patient injury. Additional information has been requested.

Manufacturer narrative:
Please note that additional information received indicated that the three (3) devices/pi's included in this file/sr were used in three (3) different patient's/cases. As such, this pi will be voided. The product reported under this pi/report will be captured under (B)(4). No additional information will be forthcoming.